Manufacturer narrative:
Device evaluation: returned device was received for evaluation. Evidence of reported problem in event log was found. During the evaluation of the device the customer's reported problem was confirmed. The pump was found to be displaying "1720" error code on power up during the investigation. No damaged component could be found. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd-legacy displayed an "lec 1720" error. No adverse patient effects were reported.